Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump syringe of a one-link IV connector was alarming during infusion of tissue plasminogen activator. The clinicians were not fastening the collar of the one-link connector to the IV catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.